Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported noise and outer insulation anomalies were confirmed in the laboratory. An insulation abrasion near the trifurcation boot was observed. Abrasion in this area is consistent with that caused by friction to the ICD can. One of the proximal ring electrode cables was exposed, which could cause the noise and sensing anomaly observed in the field.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the lead. Abnormalities were seen in the lead insulation.